Manufacturer narrative:
Additional. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, the device did not fire. The surgeon noted that the black knob cannot be pushed. Replaced by a new device to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, the device did not fire. The surgeon noted that the black knob cannot be pushed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, the device did not fire. The surgeon noted that the black knob cannot be pushed. Replaced by a new device to complete the case. No patient injury.